Manufacturer narrative:
When analysis is complete, this event will be updated.

Manufacturer narrative:
The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. The device casing was then opened in order to determine current draw. The current read 8.1 which is out of specification for normal current draw. Analysis concluded this device did not meet longevity using as received parameters, however the histogram data was reset post device reaching elective replacement time (ert) and previous programmed parameters were not available for analysis.

Event description:
Boston scientific crm received information that this device was explanted two months ago for normal battery depletion and returned with no field allegations. During initial testing, this device did not meet longevity requirements. Additional testing is being performed.